Event description:
It was reported that a pump alarm occurred during the load process. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge; however, the alarm persisted, leading to the decision to replace the pump. The customer was informed about using multiple daily injections as a backup therapy and advised on how to put the pump into storage mode before returning it, with a replacement pump being arranged for shipment.